Event description:
It was reported that the pt started hearing scratching noises in 2008. Testing carried out the following month only showed occasionally that the device had malfunctioned. However, the pt could hear constantly disturbing noises and the implant was operating with interruptions. All the external equipment was checked and found to be in good working order. There has been no report of any kind of accident or mechanical shock to the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.